Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp and adenomyosis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (total vaginal hysterectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp and adenomyosis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (total vaginal hysterectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.